Event description:
Clinical study-thirteen months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. The patient was discharged the next day on plavix and aspirin. 13 months after the initial procedure the patient required a tvr to the 1st obtuse marginal (1st ob marg). The physician successfully placed a taxus express2 stent in the 1st ob marg. Which was a side branch of the left circumflex where the initial procedure was performed. For that reason the physician felt the relationship of the tvr to the taxus stent is not related and there was no restenosis of the taxus stent.